Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use at the time of the event. The philips service engineer (fse) inspected the system onsite and confirmed that the system was down as no power was available to the system. During troubleshooting fse replaced ny5, ny7 pdu dual switch module due to being burnt up and having blown fuses. Replaced f2 30a fuse on ups I/f board. Verified all connections to table base and found injector cable was wrongly terminated and plugged in to ac outlet. Informed biomed that a new injector cable is required to have injector properly working with out system. Review of the log file showed that power issues malfunction can be confirmed, most likely cause is in power hardware, the technician took the correct action with repair. After that the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that the pdu dual switch module was defective and 6 fuses were blown, and mode of failure was electronic defect. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion system would not power on. There was no report of harm. Philips has started an investigation of this complaint.